Event description:
It was reported to philips that the system c-arm propellor geometry movement was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular planned procedure. The procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) checked the system and confirmed that the system c-arm propellor geometry movement was not possible. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found that the gear of the z-rotation potentiometer was broken. To resolve the issue, the fse replaced the potentiometer of z-rotation and did the related calibration. The defective part was sent for analysis, for potentiometer malfunction was observed and the failure was found to be broken axle and loose and- or broken off element. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.